Event description:
It was reported that the implantable cardioverter defibrillator exhibited post paced t wave oversensing. The device will continue to be monitored. There were no patient consequences. Further information was requested, but not yet available.